Event description:
Mounting broke/faulty. It was reported that the mounting arm came apart at the swivel joint between the 2 arm parts. No injuries were reported.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted (B) (4). There are 4 event(s) associated with this event type (malfunction) and product code gcj.